Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, it is unknown if diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.